Manufacturer narrative:
The device was returned to olympus for inspection. B3: date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure on generator board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the electrosurgical generator esg-400 to the service center for a separate issue. During the device analysis, the service repair technician indicates that an error e090 was found. It was determined that the generator board needed to be replaced. There was no patient involvement.